Event description:
It was reported that doctor discovered plastic particles inside the syringe while using an arterial blood collection kit, making it unusable. If they enter the body, they could cause serious harm or affect the patient's life safety. The doctor immediately replaced it with a new blood collection kit. No patient harm as reported.

Manufacturer narrative:
E1: (B)(6). H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.